Manufacturer narrative:
Investigation ¿ evaluation: it was reported that during preoperative preparation, the neff percutaneous access set package was found to be unsealed. A new like-device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One unused set was received. The bottom seal (cook end seal) was missing, and no adhesive (frosting) was noted on the clear film of the pouch. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device lot found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. This product is not supplied with an instructions for use (IFU) pamphlet. Evidence gathered upon review of the returned product indicates the product was manufactured out of specification. However, the review of the dmr and DHR suggests that there are no additional nonconforming products in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the manufacturing deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that during preoperative preparation, the neff percutaneous access set package was found to be unsealed. A new like-device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - address 1: (B)(6). G4 - PMA/510(k) #: exempt. H3 - device evaluated by mfg? Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.